Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in hospital due to low blood glucose on (B)(6) 2019. The customer blood glucose level was around 37 mg/dl. The customer was assisted with troubleshooting. Customer also stated that he was hospitalized due to low blood glucose. Customer does not allege pump was over delivering. The customer was treated with intravenous and food for low blood glucose level. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.